Event description:
A caller reported a malfunction on a pump, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Customer technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which the caller understood and acknowledged.